Event description:
It was reported that the customer's insulin pump did not deliver the boluses he programmed. The customer's blood glucose level was 288 mg/dl. Troubleshooting was performed, and the insulin pump passed a displacement test and a self test. The insulin pump also completed a manual prime. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).